Event description:
Reporter alleged discrepant blood glucose values of 426 mg/dl on the customers advantage system compared to the doctors measurement of 140 mg/dl when testing was performed 2 minutes apart. Customer stated having high glucose readings for the last month however, did not have any high symptoms and went to the doctors office as a result to have her glucose tested. No actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.